Manufacturer narrative:
A1-a6) there was no patient information available from this event. D4) model number is xeridiem part number. Catalog number is part number of exclusive distributor cook medical. Expiration date and full UDI is unknown since lot number is unknown. E1) initial reporter is associated with cook medical complaint handling group for europe. Event occurred at institut gustave roussy in france. H3) as of filing of this emdr, the involved device has not yet been received although its return is expected. H6) codes chosen based on information reported in the complaint and investigation being in process.

Event description:
Subsequent to probe placement in the patient, the probe fell spontaneously due to balloon leakage. The patient has been suffering for 48 hours due to movement of the probe. The probe was changed out for a new probe by the doctor.

Manufacturer narrative:
Device was returned to xeridiem on 6/4/2024 for evaluation. Updated investigation codes in h6 selected based on following summary of investigation: initial visual inspection did not note a defect. Subsequent inflation test of the device found the balloon deflating after inflation. The source of deflation was leakage from a pinhole in the balloon. Root cause for development of the pinhole could not be determined. For the prior year, this was the only complaint for pinholes with the 70-0060 device family. Each device is tested 100% throughout multiple stages of the manufacturing process including a 100% balloon inflation test for a minimum duration to ensure product integrity and functional performance. That testing would identify any failures during the process. Other factors that affect product performance include device handling, packaging, shipping, storage, cleaning, and maintenance. Additional possibilities that affect balloon life include unique patient factors such as diagnosis, treatment, surgical procedures, as well as medications, nutrition formulas, and gastric ph. Production personnel are trained and certified in manufacturing of the device. Complaint trending for the device will continue to be monitored.

Event description:
Event description is in original MDR filing on 5/14/2024.